Event description:
It was reported by repair work order that the tracks were loose which could affect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.